Manufacturer narrative:
According to the site's robotics coordinator, the long bipolar grasper instrument was discarded by the site. Therefore, the instrument will not be returned to isi for evaluation and the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, it was alleged that a fragment from the long bipolar grasper instrument broke off and fell inside the patient. Although no patient harm, adverse outcome or injury was reported; it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the yellow insulation broke off intraoperatively from the long bipolar grasper instrument. The surgeon used a second long bipolar grasper instrument which also resulted with the yellow insulation breaking off the instrument. There was no report of patient harm, adverse outcome or injury. On 09/14/2017 intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator stated that the two long bipolar grasper instruments were discarded and will not be returned to isi. Furthermore, it was confirmed that the fragments were retrieved during the same da vinci procedure.